Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision took place due to high out of range pace impedances measurements on the left ventricular (lv) lead as well as an increase in pacing thresholds. This lead will be retuned while the device remains implanted. No adverse patient effects were reported.